Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, an error 319 occurred on the universal surgical manipulator 2 (usm2). The customer hard power cycled the system following the technical service engineer confirming the error. The error persisted and the tse walked the customer through disabling the usm2 to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the case was successfully completed with the remaining three arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.